Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Both flow sensors were replaced, and the unit was returned to service.

Event description:
A ge healthcare service representative reported during checkout the flow sensors were out of specification. The set the tidal volume was 500 and read 620. There was no report of patient involvement.